Event description:
The caretaker of a (B)(6) male pt contacted zoll customer support to report that the pt's electrode belt had gelled. The pt was provided with a electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt gelled) has been confirmed. Upon evaluation, the pins in the electrode belt's trunk cable connector were bent, causing the pt's electrode belt to incorrectly gel. The cause for the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.